Manufacturer narrative:
The study was conducted from december 2013 and march 2018. Manufacturer/compounder: baxter healthcare (B)(4). (B)(6). Device manufacturer postal code: (B)(4). Literature article: hupe, m., buttner, m., tabrizi, p., merseburger, a., kuczyk, m., inkamp, f. ¿hemopatch as a hemostatic agent is safe in partial nephrectomy: a large, single-surgeon retrospective evaluation¿. Advances in therapy. 2020. Https://doi.org/10.1007/s12325-020-01584-8. Epub 2020 dec 04. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was conducted in which a patient underwent a partial nephrectomy due to suspicious renal lesions where in floseal was used with a hemopatch in order to improve hemostasis of the tumor bed. It was reported the patient experienced post-operative bleeding (renal hematoma). The intervention for the event was reported as ¿coil embolization or surgery to stop bleeding or a renal hematoma¿ (no further details). At the time of this report, no further detail was provided regarding additional interventions or the patient¿s outcome. No additional information is available.